Event description:
It was reported the ligasure device produced the error code, ¿incomplete seal,¿ ¿e405 reactivate instrument¿ and continued to do so even after the device was removed from the patient and completely cleaned of debris/tissue. The device was replaced, and the procedure was completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, manual continuity tests performed found a short between the two jaws when closed. Spacer pads were inspected for damage and found some damage on all 6 spacer pads. Spacer pads 4 and 6 were flat. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: spacer pad damage. Device not properly cleaned. Ancillary equipment failure. Device activated in contact with pooling fluid. Device used on vessels thicker than 7 mm. Grasping on too much tissue or inappropriate tissue types or on staples. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges. The reported event will continue to be monitored through post market surveillance.

Manufacturer narrative:
A review of mdrs filed since may 8th, 2020, through june 30th, 2022, was conducted. Since may 8th, 2020, there have been no additional reports of serious injury or surgical intervention to preclude serious injury or permanent impairment related to this specific failure mode. Based on the analysis of MDR data compared to the firm¿s sales figures, the likelihood of this specific failure mode causing or contributing to another serious injury should the malfunction occur is considered remote. As such, we will no longer be reporting for the failure mode of short circuit between the jaws when closed and damage to 4 or more spacer pads.

Event description:
It was reported the ligasure device produced the error code, ¿incomplete seal,¿ ¿e405 reactivate instrument¿ and continued to do so even after the device was removed from the patient and completely cleaned of debris/tissue. The device was replaced, and the procedure was completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.